Manufacturer narrative:
This device is used for treatment, not diagnosis. Synthes is unable to determine 510(k) #. Additional information requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with cerclage wire on an unknown date. Patient was returned to or on (B)(6) 2012 for removal of the cerclage wire due to non-union. It is unknown how the non-union was detected. Surgeon revised patient to orif of patella. Surgeon was contouring the plate prior to insertion and the plate broke during the revision surgery. Surgeon used a different plate and completed procedure with no further problem.